Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. It was believed to be due to having a fracture. Subsequently, this lead was explanted and replaced. The lead separated into two upon explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 16.5 cm from the terminal end of suture sleeve tie-down location. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observation of high capture threshold was likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. It was believed to be due to having a fracture. Subsequently, this lead was explanted and replaced. The lead separated into two upon explant. No additional adverse patient effects were reported..